Event description:
It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure, the probe broke in half. The procedure was completed with another probe with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.